Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was in the 50's mg/dl range. The customer treated their low blood glucose with glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Auto mode was active at the time of the event. The customer declined to troubleshoot for the low blood glucose incident. The customer was educated on how auto mode suspend works. The insulin pump will not be returned for analysis.